Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the transmitter did not blink green when connected to the sensor. Customer advised when they removed the sensor the electrode was missing. The customer advised they do not have a sensor anymore. Customer was advised that a replacement sensor will be sent.